Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Operative notes provided and reviewed state that the patient underwent a right total knee arthroplasty with press-fit components implanted and no complications reported. At about seven months, the patient experienced persistent knee pain, swelling, and joint effusion, leading to aspiration and a steroid injection. Follow-up visits noted occasional buckling, stiffness, and clicking, and the patient was diagnosed with patellar tendonitis, managed with physical therapy and a second steroid injection. Complaint is confirmed based on medical notes provided. Patellar tendonitis: the root cause of the reported issue is attributed to a procedure related complication and/or not device related. Pain, swelling, stiffness, noise & instability: a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: vngd ps open por fmrl rt 67.5 catalog # 184510 lot # 925210; bmet regenx pri tib tray 75mm cocr 75mm catalog # 141274 lot # 061060; e1 vngd ps tib brg 71/75x10 catalog # ep-183640 lot # 747040; biomet finned pri stem 40mm catalog # 141314 lot # 300520. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had right knee aspiration and steroid injection due to pain and swelling six months post implantation. Patient was later diagnosed with patellar tendonitis. No more information is available.